Event description:
On (B)(6), the patient's mother reported that for a couple of weeks the up and down arrow buttons require multiple button presses before activating desired pump functions. The user does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the up and down buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.